Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user had no hearing impression with the device. During a control appointment on the (B)(6) 2022 in situ measurements showed affected channels. A CT scan then showed that the device was not in the cochlea. According to the implant registration card a full insertion was achieved at implantation. The user was re-implanted with a shorter electrode type.

Manufacturer narrative:
Additional information: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Re-insertion was attempted but the device was accidentally damaged during the surgery. The explanted device has not been received for investigation yet.

Event description:
The user had no hearing impression with the device. During a control appointment on the (B)(6) 2022 in situ measurements showed affected channels. A CT scan then showed that the device was not in the cochlea. According to the implant registration card a full insertion was achieved at implantation. However, post-op imaging performed showed that the electrode was outside the cochlea. It was tried to re-insert the array; however, it was accidentally cut during the surgery and therefore a new device was placed.

Event description:
The user had no hearing impression with the device. During a control appointment on the (B)(6)2022 in situ measurements showed affected channels. A CT scan then showed that the device was not in the cochlea. According to the implant registration card a full insertion was achieved at implantation. However, post-op imaging performed showed that the electrode was outside the cochlea. It was tried to re-insert the array; however, it was accidentally cut during the surgery and therefore a new device was placed.

Manufacturer narrative:
Conclusion: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Re-insertion was attempted but the device was accidentally damaged during the surgery. The reported damage could be confirmed during device investigation. Other mechanical damages are related to the removal surgery. This is a final report.